Event description:
It was reported that a patient underwent breast conserving surgery on (B)(6) 2012 and an absorbable hemostatic agent was used. The absorbable hemostatic agent was placed int the left breast to achieve hemostasis and fill the wound cavity. The device was left in situ and the incision closed. The surgery was completed successfully and the patient was discharged on (B)(6) 2012. On (B)(6) 2012, the patient developed a rash and red flare at the area where the device was used. She was admitted back to the hospital and treated with systemic administration of steroids, external medicine, and antihistamines. The surgeon opines that the patient may have had an allergic reaction to the absorbable hemostatic agent. The patient is now doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: ejb406-1, mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.